Event description:
Dealer states the customer contacted them to say that the left motor was bad and that they took the chair to a repair place. The repair place is unknown to be an authorized dealer. No further information provided.